Event description:
Dr. Did revision surgery to remove the disassociated shell and liner. It was replaced by a zimmer shell and liner and a biolox delta ceramic head and sleeve.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as a trident hemispherical 50mm shell. Additional information (including x-rays and medical records) has been requested. When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding revision due to acetabular loosening involving a tritanium acetabular shell was reported. The event was confirmed method and results: device evaluation and results: the returned device shows signs of implantation and explantation but is otherwise unremarkable. Medical records received and evaluation: insufficient medical records were received for review with a clinical consultant device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review found no other similar events have been reported for the subject manufacturing lot. Conclusions: the root cause of the reported acetabular loosening could not be determined due to the minimal clinical information received. Inspection of the returned component did not offer any insight into the root cause of the event.

Event description:
Dr. Did revision surgery to remove the disassociated shell and liner. It was replaced by a zimmer shell and liner and a biolox delta ceramic head and sleeve.